Event description:
It was reported that patient underwent a hip revision approximately 15 years post implantation due to loosening of the cup. During the revision it was found that the titanium had peeled off the implant and remained embedded on patient¿s acetabulum and was removed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source poland. Product will not be returning to zimmer biomet for the investigation as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: development of abnormal tilting/inclination of the right acetabular cup on the study. No hardware fracture or periprosthetic abnormality. Visual examination of the provided pictures identified the unknown shell to be removed with two fractured artifacts, its unknown if those pieces are from the shell as there is no obvious fracture noted in the image and the fins appear to be intact. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.